Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if any issues reoccurred, which the customer understood and acknowledged.